Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip, cracked battery tube threads and a stained address and serial number label.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was not receiving insulin from the insulin pump. Customer stated that when changing the set the insulin pump makes a clicking noise and it did not stop delivering insulin. Customer stated that since the issue their blood glucose readings have been high. Customer declined any troubleshooting. No further information reported.